Event description:
The end user reported that the starter hole of five wafers was off centered. No harm has been reported. The product was not used. No photograph is available at this time.

Manufacturer narrative:
Device 5 of 5. Complainant city: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Batch record review: lot 1h01662 was manufactured on 08/26/2021, convex 2 pc manufacturing line, with a total of (B)(4) market units. Complaint investigator ID (B)(4) performed a batch record review on 30/06/2022 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1701099 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Complaint data analysis: on 30/06/2022, complaint investigator ID 6055 performed a search of complaints into trackwise system for lot number 1h01662. As a result, a total of 01 complaint was found related to the same malfunction code of this investigation. Returned sample evaluation: no photograph associated with this case was received and no unused return sample was expected. Conclusion summary of the related event: the purpose of this investigation was to determine the root cause associated investigation wafer disc decentralized, complaint malfunction codes ost-pmc1.8 / 1.18 (skin barrier starter hole is defective, misalignment or off center, leakage may occur), for lots manufactured in convex 2 pc awc facilities, haina d.r. The highest severity rating reported was 4 which is considered serious. Also, the risk level based on the individual risk acceptability criteria and risk evaluation above is medium, meaning that these risks may be accepted but further risk control measures shall be considered if they are feasible and will reduce the risk further. Risks judged moderate are considered acceptable based on an acceptable risk-benefit profile and must be assessed for the need for post market surveillance. After understanding the process, a brainstorming tool was used to determine all the possible causes of the problem; the cause & effect diagram was used and as a result there were found seven (7) potential causes identified. One (1) of them were discarded, and six (6) were confirmed and retained as root/probable cause for the failure. Based on the investigation findings, the root causes for wafer decentralized were identified as manpower, method and machine, see the table below for details: probable root cause: manpower: procedure pi21-139 (convex 2pc wafer sub assembly machine 2, section 7.1.13 ¿ 7.1.14) not followed by manufacturing personnel while placing the mass on loading pins. Manufacturing inspections failed to be executed as per tm-017 and mr21-139. Machine: pistons defective. Base thread of k tool loading pin defective. Electro-valve damaged. Method: manufacturing inspections failed to be executed as per tm-017 and mr21-139. The CAPA plan tw# 1461582 was generated to cover the probable causes, taking appropriate actions and measure its effectiveness. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.